Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, including prolonged hyperglycemia above 400 mg/dl and multiple prolonged lows below 54 mg/dl, in the context of improper use patterns that suggested algorithm maladaptation; actions included unannounced pre-meal snacking, consumption of sugar-sweetened beverages without meal announcements, failure to promptly treat lows or respond to alerts, delayed resolution of a very high glucose event without recommended infusion set change, announcing meals to cover carbs used to treat lows, and allowing the pump to run out of insulin before refilling, after which a factory reset was performed and education provided. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and improvement in glycemic control after reset and counseling. Investigation included review of uploaded pump data, clinical discussion with the user, and field troubleshooting with education. Investigation of this case revealed device performance consistent with design, with maladaptation of the dosing algorithm secondary to user behaviors that conflicted with training and safe-use guidance, resolved through factory reset and corrective user training. It was concluded, based on previously established findings for similar reports, that the cause was use error and algorithm maladaptation due to inconsistent meal announcements, treatment of lows, and insulin supply management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.